Manufacturer narrative:
(B)(4). Batch # unk. Report source: mw5095701. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a combination procedure with gyn/onc and general surgery, "when general surgeon fired the ethicon stapler (ils 25 mm), physician noted both the posterior and the anterior anastomosis was not intact and had to over sew the stapled anastomosis." There were no patient consequences reported.